Event description:
The patient reported he is unable to communicate with or charge his ipg. The patient indicated his programmer displayed a communication error message. The patient also indicated he had not charged his ipg for an unknown period of time. The sjm representative is to meet with the patient as the next course of action.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.